Manufacturer narrative:
Concomitant medical products: 5071-53 lead, implanted: (B)(6) 2015; 5076-45 lead implanted (B)(6) 2015; and 5866-38m adaptor implanted: (B)(6) 2015.

Event description:
The patient came in for epicardial left ventricular (lv) leads placement procedure. It was noted that there was a cardiac procedure complication. A chest x-ray was performed and the results were abnormal and specified bilat airspace disease versus effusion. The next day another chest x-ray was performed on the patient and the results specified continued airspace disease versus effusion. Then on the following day a chest x-ray was performed and the results were all normal for the patient. It was noted that the adverse outcome was resolved. Both epicardial left ventricular (lv) leads remain in use. The patient is enrolled in the wrap-it (world-wide randomized antibiotic envelope infection prevention trial) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.